Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 600 mg/dl). The ketone level was large and was considered as being dangerous by a healthcare provider. A bolus and insulin injections were used to address the bg level. The cause of the high bg was not known. The customer had changed the infusion sets and cartridges multiple times. The customer declined tandem customer technical support's (cts) offer to troubleshoot and reported to have observed insulin exiting the tubing; however, the bg level would remain high. Tandem technical support review the pump data and no alerts or alarms were identified on the last day of pump use that would have suspended insulin delivery. The customer's healthcare provider instructed the customer to use insulin injections for insulin therapy. The customer's bg level were stable when using insulin injections.